Event description:
It was reported that the external pulse generator (epg) could not measure the ventricular sensitivity. Technical services (ts) provided assistance in resolving the issue by troubleshooting and having the client adjust the settings. The epg was restored and remains in use. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.